Event description:
A blood glucose test was performed on a pt at 11:13am and a result of 432mg/dl was rec'd. A lab draw was done at 11:35am and the result was 284mg/dl. Controls were stated to be in range. A request was made for the return of the suspect device and replacement product was sent.